Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral popliteal (fem-pop) graft using indigo system aspiration catheters 6 (cat6s). During the procedure, the physician completed two passes using a cat6 with a peel away sheath over a guidewire and through a non-penumbra sheath. While advancing the cat6 on the third pass, the cat6 appeared ¿accordioned¿ under fluoroscopy; therefore, it was removed. After removal, the cat6 was noticed to be kinked about 5cm from the distal end of the cat6. The physician resumed the procedure using another cat6 from a indigo system cat6 kit without the peel away sheath, the same sheath, and guidewire. The cat6 was unable to remove the large clot burden; therefore, the cat6 was removed and was not used for the remainder of the procedure. The physician completed the procedure by stenting the profunda branch of the common femoral artery. There was no report of an adverse effect to the patient.